Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy pump was returned for analysis. Event history log review was performed and found no evidence of reported problem but high pressure, no disposable and upstream occlusion alarm messages after starting pump. Visual inspection and functional check were performed. The customer's reported problem was confirmed. According to the investigation, the pump was found to be displaying "air in line" alarm message during the investigation. The pump air detector will be replaced. The problem source of the reported problem is unknown.

Manufacturer narrative:
Other, other text: additional information received that the issue was found during preventative maintenance. There was no patient involvement.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 revealed incorrect air in line error. No patient adverse events reported.